Event description:
It was reported to philips that the device did not obtain ECG readings during device testing and the ECG measurement card was defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.